Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated about a month the ins was turning sideways and pushing out so she was hitting the ins on everything. Caller stated she has surgery yesterday to get the ins put in deeper in her skin. Caller stated the ins was coming out. Caller stated she was seeing a warning (por) power on reset on the pp. Caller stated the ins was off and she has been going to the bathroom like crazy, every 20 minutes. The patient was recently exposed to a medical environment since they had surgery yesterday. Caller stated she has an appointment with the hcp tomorrow. No further complications were reported.